Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) four months ago. However, the device has not yet be scheduled for replacement. The caller also indicated that this defibrillation lead may need to be repositioned as the patient complains of muscle stimulation during threshold testing.